Event description:
A site representative, physician, reported a broken vertek arm ii that would not lock properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement vertek arm ii shipped to site (B)(4) 2014. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. A mechanical functional check was performed on the device. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.